Event description:
During preventative maintenance of the device, the service rep observed a seized screw on the tube clamp assembly of the roller pump. The roller pump was returned for further investigation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.